Event description:
New information received noted that patient's atrial lead dislodgement was confirmed via fluoroscopy. A physician attempted to reposition the lead on (B)(6) 2021, but was unsuccessful. The lead was instead explanted and replaced. Patient was discharged home after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an in-clinic follow-up with atrial and right ventricular signals stacked on top of each other. Further investigation revealed the atrial lead was failing to capture. Dislodgement was suspected. A lead revision was recommended to a healthcare provider. Patient was stable after the event.